Event description:
Hcp reported patient presented one month post operatively with signs of an infection of the device pocket. These include redness, swelling, and pain. Cultures of the device pocket were obtained. Staph was the organism cultured. The pt was treated with oral antibiotics and total device removal. Hcp reports pt's infection resolved. Pt risk factor is diabetes.